Event description:
It was reported the patient was transferred to the hospital for inappropriate shocks due to rapid atrial fibrillation. Sixteen shocks and multiple episodes of anti-tachy pacing were seen. The ventricular tachycardia zone was programmed off and the ventricular tachycardia zone was kept to activate at rates about two hundred beats per minute. In addition the patient was started on medication.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.